Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare field representative that the tubing of an opt318 optiflow junior nasal cannula separated from the prongs after two days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt318 cannula was returned to (B)(4) and was visually inspected. Results: visual inspection revealed that the right side of the flexitube had detached from the cannula. Glue was present on the surface of the detached tubing and inside the cannula joint. The tube was undamaged. A lot check was not performed as lot information was not provided. Conclusion: the detachment of the tube from the cannula tube joint could have been caused by an excessive pulling force or it could have been due to failure of the glue at the tube/cannula joint. It was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube as well as the inner surface of the cannula tube joint. It must also be noted that the cannula had been in use for two days before it failed. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.